Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient reported a premature sensor expiration. The sensor was inserted into the abdomen on (B)(6) 2018. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation could not be determined. The root cause could not be determined.